Event description:
It was reported that the customer had the infusion set come out of his body and didn't have another one available. Blood glucose value is unknown as the customer went home and checked but value did not register. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.